Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident. Customer was using auto mode at the time of low blood glucose. Customer did receive a calibration not accepted alert and change sensor alert. Customer performed self test and test was passed. It was unknown that auto mode was used or not. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.